Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell on the pump and the pump touch screen was shattered and unresponsive. Reportedly, the pump was no longer functional. The customer's blood glucose level was 417 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.